Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure while the surgeon was suturing the uterus, the maryland bipolar forceps instrument strings were detached from the tips. The procedure continued and no harm done to the patient. Patient was safe and transferred to the recovery room. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument pitch cables were broken. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis and the clevis did not exhibit any damage or wear marks. Engineering also found the instrument grips-tips were bent. The one grip was bent, causing side-to-side misalignment of the grips. There was a .030 offset at the tips. The bent grip had separation of the yaw pulley and the pulley cover at the glue joint, indicating likely overloading at the tip. The evidence was inconclusive, but the bent damage was likely due to mishandling/misuse. Additional observation not reported by site was instrument main tube deep scratches/gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were .085 - .145 in length and not aligned with the tube axis. The evidence was inconclusive, but the deep scratches/gouges damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.